Event description:
It was reported that during a unk procedure, a blade error occurred with the device. The blade broke when it was cleaned. The broken piece did not fall into the pt. Another device was used to complete the case with no pt consequence.